Event description:
In 2008, a patient/layperson informed a customer care advocate, cca, that her one touch ultra meter would not turn on that same morning at 7:00 a.m. During troubleshooting with the cca, the meter was able to power on. The pt reported that she felt sweaty after the issue began and that she ate or drank something after the reported issue. It is not known what the patient's readings were before the alleged issue began, if she was able to test, or if she experienced any symptoms before the issue. The cca replaced the products. Because this senior medical affairs specialist has been unable to speak with the pt, a letter will be sent. The complaint is classified based upon info the pt gave to the cca. Although the issue was resolved, because the pt allegedly had a symptom that can be associated with hypoglycemia after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.